Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two endeavor resolute rx coronary drug eluting stents to treat a severely tortuous and calcified lesion located in the mid lad exhibiting 100% stenosis (cto). There was no damage noted to packaging. There were no issues noted when removing devices from the hoop. Devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The eres30015x did not pass through a previously-deployed stent. The eres27518x did pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. It was reported that the stent wire was deformed when calcification was attempted. No patient injury reported.

Manufacturer narrative:
Additional information: the stent did not enter the body (it did not exit the guide catheter). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.